Event description:
A report was received that a pt had been burned by the charger. The burn was the size of the ipg and was located on the pt's right hip. The pt experienced blistering and redness, and received no medical treatment for the burn.

Manufacturer narrative:
Bsn initiated a class ii recall of charger 1.0, as a result of pts receiving burns while using the charger to recharge the ipg. As part of the recall, all charger 1.0 devices are being returned to bsn and replaced with a charger 2.0 device. No further investigation is necessary because the complaint failure modes for charger 1.0 has been investigated and associated causes understood. Bsn no longer manufactures or distributes charger 1.0 devices. This is the final report.